Event description:
It was reported that the device's therapy connector was cracked and will not make a connection. The device will not defibrillate unless the cable is moved around. This issue was observed during testing, and there was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control provided customer with the part number and ordering information for a replacement therapy connector. The device has not been returned to physio-control for evaluation; therefore, further investigation cannot be performed.